Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. The pump was returned for investigation. A large impeller purge gap was observed. Pump connected to aic and pump stop alarm reproduced. Per design trace matrix 0048-9007, pump use exceeded the design life as the the pump stopped on day 11th. The root cause of the pump stop was bearing wear due to misuse of the product.

Event description:
The user facility reported a 65-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp triggered an impella stopped retrograde flow red alarm during support. Troubleshooting was attempted, however a high motor current alarm then appeared. The power to the pump was cycled, but attempts were unsuccessful at restarting the pump. As a result of the persistent issue, the decision was made to explant the device. There was no patient harm.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿, ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿, ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿